Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that this ambulatory infusion pump exhibited an alarm while in use with a patient. No adverse patient effects were reported.